Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel airbubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in gel during use. The following information was provided by the initial reporter: report concerns a defect in quality of gel tubes resulting in a passage of red blood cells through the gel, we can see in the photo this passage of red and the presence of air bubbles in this gel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in gel during use. The following information was provided by the initial reporter: report concerns a defect in quality of gel tubes resulting in a passage of red blood cells through the gel, we can see in the photo this passage of red and the presence of air bubbles in this gel.